Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a peak blood glucose of 259 mg/dl for approximately two hours, without alerts or alarms and without noted infusion set leaks or occlusions; the user performed a set change with guidance and confirmed glucose by fingerstick, after which glucose trended downward. Symptoms included elevated blood glucose without reported ketones or acute complications. Outcomes included no medical intervention, no hospitalization, and no assistance with back-up therapy. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no device alarms or confirmed component malfunctions, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.